Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the second valve.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with severe aortic regurgitation (and a clot in the left atrium identified prior to the procedure), the valve dislodged out of the targeted location, resulting in moderate to severe paravalvular leak (pvl). The valve was left implanted just above the annulus. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve decreasing the pvl to moderate. The valves were implanted at -1mm and 0mm above the annulus after full deployment. Following the second valve implant, the patient became hypotensive and the electrocardiogram (ECG) showed st segment depression. Fluoroscopy showed the valves had migrated upward and blocked the right and left coronary arteries. Echocardiogram revealed cardiac tamponade due to a left ventricle perforation suspected to be from a non-medtronic guide wire. The procedure was converted to an open procedure, the transcatheter valves were removed, the left ventricular perforation was repaired and a surgical valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was received with another valve loaded inside. The valves were discolored showing evidence of blood contact. The visible leaflets were open and rested against the frame. The leaflets were intact. All visible commissures were intact.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/dislodgment include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak (pvl) most likely resulted due to suboptimal position. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Potential factors that can influence an index procedure migration of the valve include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy and valve positioning. In this case, it is possible that the valves being positioned too high caused the valves to migrate up slightly. Without images and with the limited information available, the specific cause of the valves migration was unable to be determined. Hypotension is a known potential adverse effect per the IFU. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension was most likely due to the blockage of flow of the coronaries and the perforation. These events do not indicate device failure or malfunction. However, a root cause could not be established from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.